Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no reflux. Event timing and patient involvement are unknown. Additional information requested but not received.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was confirmed. However, the printed circuit board and the footswitch cabling were replaced. The system was tested and found to meet product specifications. The system was manufactured on january 26, 2010. Based on qa assessment, the product met specifications at the time of release. Although contributing factors were identified, the root cause of the reported event cannot be determined conclusively. The footswitch was examined and the reported event was not replicated. The footswitch was tested and found to meet product specifications. The footswitch was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).